Manufacturer narrative:
Concomitant products: 1688t lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection. The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and replaced . No further patient complications have been reported as a result of this event.